Event description:
During an lavh procedure, the mechanism in handle was cracking. Some staples were exposed and blade was not going to the end. There was no pt consequence. The procedure was finished with bipolar and scissors.